Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI is unknown. No product information has been provided to date. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump was in excellent condition. A review of the event history log identified syringe size alarming in the history. Functional testing was performed using the start up for flow test and checking calibration and the reported issue was able to be duplicate. The size pot was not plugged into the main board. The plug on the main board was damaged where the size pot cable is plugged into. The main board looked original and still had the green supercap. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board.

Event description:
It was reported that the pump would not calibrate. No patient injury was reported.